Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
During investigation, a review of complaint history, engineering drawings, instructions for use, and quality control was conducted. The complaint device was not returned for evaluation based on the user testimony, the device leaked blood from the check-flo valve at the end of the procedure. The instructions for use for this device gives a precaution stating that 'the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage though the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight'. Quality control (qc) confirms appropriate check-flo assembly has been used and confirm the security of fittings. Disc must be clean and free of debris and correctly positioned in cap. Furthermore, the check-flo valves are 100% air leak tested. The complaint device was not returned for evaluation. Based on the user testimony, the hemostatic valve leaked blood at the end of the procedure. There are notes in the IFU warning to not introduce a device through sheath if the fit is tight. Qc also 100% leak test and verify securement of the valve. Detection activities have been conducted and a definitive root cause is difficult to determine. We will continue to monitor for similar complaints and have notified the appropriate internal personnel of this event.

Event description:
At the end of the procedure, blood was coming out of the hemostatic valve. The physician put their thumb over it until they inserted a 4fr or 5fr sheath inside the 6 0 sheath to stop the hemostasis. The remainder of the procedure went well.

Event description:
At the end of the procedure, blood was coming out of the hemostatic valve. The physician placed a thumb over the valve until inserting a 4 fr or 5 fr sheath inside the 6.0 sheath to stop the leak. The remainder of the procedure went well. No harm to the patient and no additional procedures or intervention required due to this occurrence.